Event description:
The following has been reported: "antibiotic hung by daytime clinical staff at 1300. Nighttime clinical staff entered room to administer hs dose of antibiotic at 2100 - bag from 1300 was still full. Clinical staff hung 2100 bag. When clinical staff went to hang next dose at 0500 the bag from 2100 was still full. Clinical staff changed IV pump and 0500 antibiotic was delivered." Underdose situation. Reporting due to the referenced issue; no serious injuries were reported. More information is needed to complete the investigation.

Event description:
As device serial number was not provided, device history record could not be reviewed. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins. Despite several requests for device/parts return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. Therefore the root cause of this event remains unknown. If further information are provided later on we may re-open the complaint and pursue its investigation. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.